Event description:
A doctor reported to a lensar clinical application specialist on (B)(6) 2013 that they scanned the patient with an advanced cataract and a small pupil. After the scan, the system could not locate posterior capsule so it defaulted to cap and groove for safety. The doctor decided to re-scan the patient with the hopes of capturing posterior capsule. The doctor stated that the system identified the incorrect surface, which sounds as if it picked up on the pupillary margin on the layered image, and selected that as the posterior capsule. The doctor stated that it was his fault for proceeding. The nucleus dropped back into the vitreous after hydro dissection and as he placed his pre-chopper into the nucleus.

Manufacturer narrative:
There was no device malfunction. The doctor stated that it was his fault for proceeding. The nucleus dropped back into the vitreous after hydro dissection and as he placed his pre-chopper into the nucleus.